Event description:
(B)(4). I have crohns and psoriasis and yet the dr recommended me to have the essure because my pregnancy was so hard on me with my crohns .since having my period hardly happens and when it does I bleed like something is stabbing me! I have the worst pains ever! I looked like I'm 4 months pregnant and gained (B)(6) within two weeks of having it. I get horrible headaches which never happened before. I have a rash on my face which is also new. My mood switches so easily now also...I nursed for 10 months but also bleed for 10 months after having the device put into me!